Event description:
Twenty-three hours post index stenting procedure, the pt experienced a thrombotic event and expired. A temporary pacemaker was placed in ICU. When the pt was sent back for an angiogram, it was discovered that both stents were totally occluded from thrombus formation. Intra- coronary retavaise was delivered. The circumflex artery was wired, while CPR was administered and timi I flow was re-gained. There was still a clot formation in the stent and proximal back to the left main. The left anterior descending artery was wired, while CPR was administered and timi I flow was re-gained. A clot was still present in the stent.